Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event: the mentor product analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The patient had both breast prostheses explanted and they were replaced with mentor smooth round high profile 460cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/02/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a tear measuring approximately < 0.1 cm within a crease on the posterior aspect and extended to the anterior aspect. No other anomalies were discovered. At this point it is not possible to determine the root cause of the white material found on the device. There is no evidence that the issue is related with manufacturing. Complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with a mentor smooth round high profile 380cc saline breast prosthesis that deflated after implantation. Deflation of the left breast prosthesis was reported. As a result, the patient underwent explantation on (B)(6) 2019.